Event description:
A malfunction alarm was reported without any notable events occurring beforehand, and the alarm did not impact the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.